Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #7 l-cem; cat # 5510f701; lot # hpe4y. Tri ts baseplate size 6; cat # 5521-b-600; lot # ebt3ba. Triathlon symmetric x3 patella; cat # 5550-g-319-e; lot # 5j57. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.¿ complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "pt. Presented with a draining surgical wound. Dr... Performed an I&d and insert-swap as per his I&d protocol(s). No complaints have been filed against the implants. Explanted items are not available for return. No further information has been made available." Spoke to rep: left knee. Surgeon did suspect infection. Confirmed that no further information will be released by the hospital or surgeon.